Event description:
The device is beeping, saying its memory is full and battery is low. There was no patient involved in this event.

Event description:
The device is beeping, saying its memory is full and battery is low. There was no patient involved in this event

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 15th july 2009. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault, of the device stating low battery and memory full, was attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.